Manufacturer narrative:
Device not returned.

Event description:
A report was received that the patient passed away for an unknown reason.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away for an unknown reason.